Event description:
It was reported that during a cornoary drug eluting stenting treatment procedure, a stent dislodgment occurred. The dr initially encountered difficulty placing the wire in the lesion of a very tortuous circumflex (cx) artery. The dr was advancing the taxus express2 2.75x20mm drug eluting stent into the proximal cx just before a tortuous take off. The stent was unable to cross the lesion at a calcified acute angle. The stent dislodged at an unk point and embolized. It was not able to be located and remains undeployed in the pt. It is the dr's opinion that this event is not related to the stent but rather related to the pt's anatomy. No further pt complications were reported. Pt status is satisfactory.